Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check patient line alarm, the home patient (hp) stated that they saw air in the patient line. This was noted during initial drain. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with all new supplies. During troubleshooting there were no issues found that could have caused or contributed to the reported condition. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.